Event description:
The customer reported that a pt bled to death when venous needle pulled out of leg fistula. Additional information: flow rate was 400 cc. Site was covered. The customer requested machine was checked out per facility policy.